Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems. Low na results were discovered due to delta check flags. All results were reviewed and it was discovered that the low na results were accompanied by low anion gaps. No false na results were reported out of the laboratory. Actual results were not provided. There was no impact to patient treatment.

Manufacturer narrative:
Samples are drawn in lithium plasma separator tubes. Qc is run every 8 hours. Before the event, qc results were within the lab's established ranges. When the low na results were discovered, qc samples were repeated and na recovery was low. A field service engineer (fse) was dispatched: the fse performed troubleshooting and found problems with the electrolyte injector cup and the mc sample probe. These were repaired. The fse replaced the carbon bridge. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.